Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump developed a cracked and unresponsive touchscreen, preventing unlocking and interaction with on-screen controls including the bell and cartridge icons; a replacement device was arranged and the user was instructed on shutting down the device and returning the original, while continuing cgm use. Symptoms included no adverse clinical effects, with blood glucose reported as 104 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of the event details, collection of device information, and coordination for device return and replacement and inspection of the returned device. Investigation of this device revealed a physical screen damage leading to loss of user interface function consistent with a broken display assembly and associated touch input failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage to the display that rendered the touch interface inoperative.